Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, per complaint details, a polarstem was revised (B)(4) approximately 2 years post implantation along with a cocr femoral head (B)(4) and xlpe liner exchange (B)(4) due to elevated cobalt levels. No clinically relevant medical documentation was provided; therefore, a thorough medical investigation could not be performed. The root cause could not be confirmed and the patient impact beyond the reported elevated metal ions and revision procedure could not be determined. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include lifetime of the device or joint tightness. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient has a polarstem device in place since 2017 and was experiencing elevated cobalt levels. Revision surgery was performed and the poly was explanted and an oxiniu head was used.